Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Citing: "high complication rate after revision of large-head metal-on-metal total hip arthroplasty" by jacob t. Munro mbch, bassam a. Masri md, clive p. Duncan md, ms, donald s. Garbuz md, mhs published online 10 april 2013 by clinical orthopaedics and related research; clin orthop relat res (2014) 472:523¿528, doi; 10.1007/s11999-013-2979-6.

Event description:
Literature article entitled "high complication rate after revision of large-head metal-on-metal total hip arthroplasty" by jacob t. Munro mbch, bassam a. Masri md, clive p. Duncan md, ms, donald s. Garbuz md, mhs published online 10 april 2013 by clinical orthopaedics and related research; clin orthop relat res (2014) 472:523¿528 doi 10.1007/s11999-013-2979-6 was reviewed for MDR reportability. Purpose of the study was to determine (1) complications occurring after revision, including reoperations; (2) radiologic outcome; and (3) changes in metal ion levels after revision of the bearing to metal-on-polyethylene. A total of 32 large-head mom thas in 30 patients were revised between january 2008 and june 2011. Minimum followup was 10 months (mean, 25 months; range, 10¿48 months). The article does not clarify which adverse events were associated with which particular products. Fall all 32 implants complications include: dislocation, nerve injury, infection, cup loosening, re-revision, altr (adverse local tissue reactions or adverse reaction to metal debris) recurred. Pain was understandably associated with revision reasons. Almost all implants were non depuy products. Only 1 depuy asr hip implant system was accounted for along with 1 tri-lock (depuy) stem.